Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp) to disconnect from the setup and cycle power. The tsr had hp restart the setup with all new supplies. Product surveillance contacted the patient on (B)(6) 2010. According to the patient he did not see any holes or leaks in any of his disposables. The patient stated he discarded his supplies and also had his nurse switch his transfer set to be safe. The patient stated he resumed therapy successfully. There was no patient injury or medical intervention associated with this event. This report is addressing the cassette. The transfer set will be addressed in a separate complaint.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was not confirmed due to unavailable sample, therefore, a root cause could not be determined. Since the lot number was unknown a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).